Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported a patient was hospitalized with peritonitis. On (B)(6) 2016 the patient's effluent was cultured and showed no growth. The patient was treated with fortaz 1g intraperitoneally (ip) daily for 2 weeks and ciprofloxin 250mg daily for 10 days.

Manufacturer narrative:
Clinical review reveals no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.